Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to cracked end cap also, unable to perform the rewind, basic occlusion, occlusion and no delivery tests due to prime anomaly. No a33 alarm noted. The insulin pump passed the operating currents test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Insulin was squirting out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.